Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed continuously when there was 6 ml left in the cassette. Per reporter, when patient arrived to clinic, the rate was increased to give the rest of the medication, after that, the pump was not able to be stopped. Per reporter, the stop button did not work, the pump had to be completely turned off. No adverse patient effects were reported. Per reporter no additional information is available at this time.